Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, the shunt sensor leaked. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 2, 2018. (B)(4). The returned sample was visually inspected for any anomalies; dried blood was seen within the received sample. No other visual anomalies were noted. The returned sample was leak tested by connecting with the calibrated manometer, pressurized up to 1030 mmhg, submerged into a water bath and no leaks were noted. The complaint was not confirmed and a definitive root cause was not able to be determined. The most likely root cause for this event is the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it had not been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.